Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process.   To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.   (B)(4).

Event description:
End user reports redness and mild bleeding within 24 hours of application of the wafer. She reports the flange felt sharp while she was wearing the wafer resulting in redness, pain, irritation and eventually peeling of her peristomal skin at the 3 to 6 o'clock area.